Event description:
It was reported that the sheath had air flow into the flush port during aspiration and leaked blood through the valve. During a pulse field ablation (pfa) procedure to treat atrial fibrillation using a faradrive steerable sheath clear, air flowed into the flush port when the sheath was aspirated after insertion of the sheath into the patient. A constant stream of bubbles was observed upon aspiration inside the syringe and exiting from the flush line attached to the handle. Blood also leaked out of the sheath through the valve. The sheath was replaced, and the procedure was completed. The faradrive sheath was returned for laboratory analysis.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found upon visual inspection. The sheath failed leak testing due to hemostatic valve leak during positive pressure testing and failure to seal vacuum pressure within the device, and a steady flow of air was observed to be drawn into the syringe during aspiration testing. Removal of the handle cap to inspect the internal components found the external valve to be torn on the outer face, resulting in the loss of the device's ability to seal pressure or fluid within the sheath. Inspection of the flush lumen found the lumen to be torn where the adhesive filet bonds the lumen to the valve hub, with blood in the cavity of the defect. An attempt to remove the blood, observed the defect to leak as deionized water was injected into the sheath through the flush lumen port. The reported clinical observations were confirmed by the analysis results.

Manufacturer narrative:
D4: lot number, expiration date, unique identifier (UDI)#- updated based on additional information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath had air flow into the flush port during aspiration and leaked blood through the valve. During a pulse field ablation (pfa) procedure to treat atrial fibrillation using a faradrive steerable sheath clear, air flowed into the flush port when the sheath was aspirated after insertion of the sheath into the patient. A constant stream of bubbles was observed upon aspiration inside the syringe and exiting from the flush line attached to the handle. Blood also leaked out of the sheath through the valve. The sheath was replaced, and the procedure was completed. The faradrive sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath had air flow into the flush port during aspiration and leaked blood through the valve. During a pulse field ablation (pfa) procedure to treat atrial fibrillation using a faradrive steerable sheath clear, air flowed into the flush port when the sheath was aspirated after insertion of the sheath into the patient. A constant stream of bubbles was observed upon aspiration inside the syringe and exiting from the flush line attached to the handle. Blood also leaked out of the sheath through the valve. The sheath was replaced, and the procedure was completed. The faradrive sheath is expected to be returned for laboratory analysis.